Event description:
It was reported that the patient experienced nerve stimulation. The device was reprogrammed and remains in use. It was noted that the patient was part of the more-care study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d234trk is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.